Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct data included in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred because the user facility did not follow the instructions for use. As stated in chapter 3 inspection before use, 3.10 checking the disinfectant solution concentration level: "prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life.".

Manufacturer narrative:
During the phone call with an olympus representative, the customer reported that they have been operating and reprocessing scopes on the device when the efficacy failed. The suspected scopes were also used on patients. The customer was informed that they should be checking the efficacy before each cycle. It was also instructed that every scope that had been run previously, should be rerun again with fresh acecide. The customer agreed to follow the directions and stated that if any additional information is learned, they will call back. If additional information is obtained a supplemental report will be filed. This is 1 out of 3 devices related to the reported event.

Event description:
A user facility called to receive technical support regarding acecide cycles and testing on an endoscope reprocessor. There was no known patient injuries or infections reported. No additional information has been obtained.